Manufacturer narrative:
In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. The device will not be returning to carefusion for evaluation as the customer believed there was no issue with the ventilator. (B)(4).

Event description:
The customer reported that the ventilator alarmed circuit disconnect during patient use. There was no harm to the patient. The did not initially report this issue because it was believed that this was not a ventilator related issue.